Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure using an xi system, the endoscope controller (ec) was not reading the endoscope. The procedure was completed with no report of patient injury. Intuitive followed up and obtained additional information. Endoscope controller worked after replacing endoscope. Customer replaced endoscope due to issue. During procedure, the surgeon was using 0-degree and 45-degree scope and after swapping sometimes it did not read endoscope directly and needed to reseat the endoscope. After that it was working. Delay only 2 minutes.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the endoscope controller (ec). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did not replicate but confirm the customer complaint "problem to read endoscope". The unit was installed on a golden system, was recognized by the system and was able to be programmed. There were no issues with the left or right eye on the surgeon side console or on the vision side cart. The unit was then power-cycled 10 times and no related issues were found. The endoscope and display functioned as expected. However, the error code, 48406, is consistent with the reported event and is a potential root cause.

Event description:
Refer to h11 for follow-up information.